Manufacturer narrative:
Result: both siderails had cracked panels and footboard had missing modules with exposed sharp edges.

Event description:
It was reported by svc report that both siderails and footboard had missing and cracked parts with exposed sharp edges. No pt involvement or adverse consequences were reported.